Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they weren't feeling the therapy on, and the issue started today after they went for an MRI. Patient stated that they were assisted during the previous call in turning their therapy on, but they were wondering if it's working as they're not feeling the stimulation. Agent reviewed general therapy information and walked patient through connecting to their ins. Patient confirmed that their therapy was on. Patient will maintain stimulation and will continue to monitor their symptoms. Redirect to hcp if patient is other issues occur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.